Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a shoulder repair using a fastener, fixation, nondegradable, soft tissue, that there was shedding, flaking during the case, metal shavings and the drill bit frayed; anchor protruding from bone. It was also reported that during the procedure, the surgeon didn't drill down deep enough (due to the metal shavings/frayed drill bit), which caused the anchor to protrude from the bone. The surgeon tapped the anchor in to the appropriate depth, and was able to use the anchor successfully. The metal shavings were able to be removed by the surgeon, using a shaver blade. There was a five minute delay in the procedure and the patient was noted to be okay post-procedure. (B)(4).